Event description:
The customer called to request a replacement pump. She stated that she was hospitalized due to high blood glucose several months ago. The insulin pump did not have batteries to perform troubleshooting at time of call.

Manufacturer narrative:
Analysis revealed the device had a bolus stopped alarm due to high impedance on the battery tube connector. In addition, the insulin pump had a motor error alarm occlusion test due to a faulty force sensor, which prevented further testing.